Event description:
The physician had a difficult time pulling back on the outer sheath that covers the stent. This resulted in incorrect positioning of the stent when the physician was finally able to pull the sheath back.